Event description:
A surgeon reported that a handpiece seems to have a burr on the tip. When it was used, it tore into the posterior capsular bag resulting in the intraocular lens having to be replaced. Additional info has been requested.

Manufacturer narrative:
The sample is in route to the MFR for testing. The investigation, including root cause determination is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).